Event description:
The customer reported this units pacing does not respond and that pacing is not seen in the test menu. This was found by the nursing staff during daily testing. There was no pt involvement.